Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2017. The complaint device has not been received to date. If the device is returned, the investigation will be updated accordingly. No defects are documented in review of this DHR. In addition, no nonconformances were noted. No evidence of a nonconformance that may have caused or contributed to the reported event. Five total complaints where the egr blade would not engage from (B)(6) 2012 to present. During this period of time, there have been (B)(6) egr surgeries performed. This represents a 0.4% (5/1,265) overall failure rate. No adverse trend was identified. As the product has not been returned to date, no failure analysis could be performed and no root cause could be established.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the blade would not engage. No patient injury and the event lead to 5-10 minutes surgical delay.